Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. Prior to death, the patient was hospitalized for an unrelated issue. The patient died while in the hospital. Therapy was ongoing until the time of death. It was unknown if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation.the serial number of the device was unknown. As a result, the service history review and/or device history review were not performed as part of the investigation. Should additional relevant information become available, a supplemental report will be submitted.